Event description:
Boston scientific received information that this right ventricular (rv) lead showed signs of dislodgment and right ventricular perforation and pericardial effusion a day after implant. The physician replaced a new lead successfully. A defibrillation threshold (dft) test was then performed without any issues and lead test shown within normal ranges. This rv lead is no longer in service. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4).